Event description:
Dr. Alerted the staff in the room that there is a spark in the working element where the electrical cord plugs into the working element. No harm to patient. Replaced with new element and cord loop no further issues. Biomed notified for safety check on bovie and instruments and cords given to biomed for evaluation. Spd aware of instrumentation taken out of service management notified after event. When 277ka was connected to 27050e sparking was seen at connection. No harm to patient. Cord evaluated onsite thermal damage to element connection as well as element connection. Cord is from 2/2015. RMA filled out and requested.